Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer noted that they normally was able to rewind, reset, and the insulin pump will quit. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was flushed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. It was also noted that the insulin pump was being replaced for a compromised force sensor system alarm. The customer also mentioned that the blood glucose level was going up. Troubleshooting for the compromised force system alarm, high blood glucose and failed battery test were declined. The insulin pump will be returned for analysis.